Event description:
Problem: parts shortages from medical device manufacturer drager/draeger us. (B)(4) has 29 draeger apollo anesthesia machines that are maintained by trained biomedical equipment technicians. The manufacturer requires maintenance parts to be replaced at certain time intervals as outlined by their service manual. Preventive maintenance kits/parts have been unavailable for over 6 months for these devices. Draeger is the sole source for parts. This has lead to the delay of manufacturer recommended maintenance for high risk medical devices. If parts remain unavailable, draeger needs to provide guidlines for how to maintain its products without preventive maintenance parts. Therapy dates: (B)(6) 2022 - (B)(6) 2022.